Event description:
It was reported that during a da vinci-assisted surgical procedure, there were errors on the universal surgical manipulator (usm) 4. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to repeated 32098 errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the error 32098 was confirmed as having occurred in the field via the error logs and was replicated in-house. The logs recorded error 32098 coupled with error 32096 pointing to the axes controller, motor (acm). The unit was tested in-house where it failed a fan test on the acm.

Event description:
Refer to h10/h11 for follow-up information.